Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out) when staff pushed in the syringe, filled the balloon with air then pulled out the syringe. As a result, the balloon would not remain inflated. Staff kept pushing it down but it kept popping back up. Staff used their hand to keep the black valve pushed down in order to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed 3 months prior from the occurrence date because the lot # was unk. There was no non-conformance which could have attributed to this failure mode. (B)(4).